Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, it was reported that the blood was noted to be leaking from the metal portion of the catheter located above the handle. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter, the guide wire stuck inside, and the collecting bag attached to the device were received. The catheter was found heavily clogged with bodily material. The tube had a strong kink / hole under the kink protection. The aspiration test was performed and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b: (mcw; dqx). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, it was reported that the blood was noted to be leaking from the metal portion of the catheter located above the handle. There was no reported patient injury.